Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred after sensor deployment on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. After abdominal deployment, the receiver showed sensor had failed. Patient's mother could not locate any part of the sensor wire at this time. Patient's mother was not sure if the wire was still under the skin. A second sensor was inserted. Patient said it hurt and felt different than past starts. Several days later, the patient got sick with fever, nausea, vomiting and headaches. Additionally, patient was found to have ketosis. Patient's mother took her to the doctor on (B)(6) 2015. An x-ray was taken, confirming the retained sensor wire. Patient's mother reported that the treating physician felt that patient's acute illness was unrelated to the retained sensor wire. At the time of contact, patient was being taken to the hospital for surgical removal of the sensor wire. No additional event or patient information is available.